Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced an unresponsive keypad. The customer stated that the up and down arrow buttons were not responding. The customer replaced the battery, but the issue persisted. The customer had discontinued use of the insulin pump and reverted to manual injections per their healthcare provider's instructions until a replacement insulin pump arrived. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.